Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, rupture and malposition was received on nov 06, 2025 with lot number 2747195. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "possible rupture and...capsular contracture - baker grades unknown and...malpositioned" later hcp reported "capsular contracture, baker grade ii". This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "possible rupture and... Capsular contracture - baker grades unknown and... Malpositioned" later hcp reported "capsular contracture, baker grade ii". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and malposition.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.